Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2010, the patient was treated with cefazolin 1 gram ip once daily (continuing) and ceftazidime 1 gram ip once daily (continuing). The event of peritonitis was resolving. Dianeal therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown.